Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. When asked to clarify the statement that something was sticking them in the left side, it felt like a wire, like a tiny stick going from the right side to the left side, they responded, "in my vaginal area left side shocking and sticking. Not had at first got so bad [the doctor] felt something down there as I did." It was unknown if their bladder having dropped was related to the device, therapy, and/or implant procedure. They first noticed the issue five months ago, and noted the doctor had a record of when they came in. The cause of the shocking/poking from the device was reportedly determined. When asked what most likely caused or contributed to the issue, they circled, "device settings too high/low," but also wrote that they did not really know. When asked what steps were or would be taken to resolve the issue, they stated they were told to turn it off by someone, and that someone was to come in from the manufacturer, and did. The issue was resolved "so far." They noted they had contacted their doctor regarding the issue, and that their appointment dates were "done."

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient had not followed-up with them yet and this was the first they were hearing of the reported event. They were trying to schedule an appointment to evaluate the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they had the implant and everything was going great. Then, since (B)(6) 2021 or before they were hurting for months. They went to the doctor on (B)(6) 2021. Something was sticking them on the left side. It felt like a wire. It was going through the right side. Patient was wondering what it was. It felt like a little tiny stick going across from right side to the left side. They went to the doctor, the doctor said the patient needed a bladder scan but he felt what they were talking about. Patient went back in 8 days, and the doctor wasn't there. A person who handles this went and got him because the patient was in so much pain. The patient was told they needed to come back on (B)(6) 2021.  Another doctor came and said the patient's bladder had dropped. They did a scan. He advised her to turn the device off. The doctor didn't feel anything that the patient was describing. They said come back in two weeks. Called a week later and the sticking or shocking was gone. Patient has a lot of leakage at night. If they got up and did things during the day their leakage was not bad because they were moving. If it was at night and they were still in their bed they couldn't make it from the bed to the potty.  The patient wanted the  field staff member to call them. Agent did not ask about the circumstances that led to the reported issue. A courtesy message was sent to the field.